Event description:
It was reported that customer experienced a pixel problem on pump display that affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged for replacement pump, instructed customer to put current pump into storage mode before return, advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump, and directed customer to return malfunctioning pump with prepaid label within ten days, which customer understood and acknowledged.